Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for two patient samples while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The samples generated an influenza b positive result with questionable curves on an initial and a repeat run. No harm alleged. The customer reported that the instrument seemed to be contaminated and generated different pcr curves. Although requested, there is no information if the results were released to the physician/patient. No harm was alleged. Please note that no instrument log files or results were available for review. An investigation on the reagent kit showed no reagent issue related to this allegation. Two mdrs will be filed, one per alleged patient sample.

Manufacturer narrative:
A customer alleged discrepant results with the cobas® sars-cov-2 & influenza a/b nucleic acid test (lot 10119x) for two patient samples which gave an influenza b positive result with questionable curves on an initial and a repeat run. No harm alleged. Customer collects nasopharyngeal or throat samples in molecular water or 0.9% physiological water, which is an off-label collection practice. Data was not provided from the liat instrument for review and the allegation cannot be confirmed. A screenshot of the result graph curve for one sample was provided which shows a u-shaped curve on all targets, but no additional information on assay result data. As per the method sheet: inadequate or inappropriate sample collection, storage, and transport may yield incorrect or invalid test results. Do not use cotton or calcium alginate swabs, or swabs with wood shafts. Collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The instrument was sent back to roche as per customer request. No run log data was available on the instrument. (B)(4)